Event description:
It was reported that the right ventricular (rv) device was unstable following the first fixation attempt. As a result, high capture threshold resulting in loss of capture was observed. The physician attempted to redock the device; however, the protected sleeve was unable to be manipulated over the device due to interacting with the tricuspid valve. The physician decided to release the device, and it dislodged to the atrium. The device was explanted and replaced to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.